Event description:
The suspect device is used on an ambulance. The emt's received a call on an unresponsive person. Upon arrival the suspect device was used to test the pt's blood glucose. A result of 146 mg/dl was obtained. The pt was transported to the hosp where their glucose was 26 mg/dl. Treatment was not provided from the rptr. Level 1 glucose control was used on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.